Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Unit passed displacement test properly. However, several thin vertical lines across screen noted during testing due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unit also received with cracked case (battery tube) and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the vertical lines showing in the insulin pump. Insulin pump had cosmetic damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.